Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event of a cut in the cuff was confirmed. An inflation/deflation test was performed and it was observed the cuff deflated immediately. E investigation isolated the failure to the cuff not holding air but the pilot balloon was missing and the inflation line has an uneven edge on the distal end but a root cause was not identified. Information has been added to the database and trends will continue to be monitored. Correction: (name, email), (phone). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding pilot balloon / pilot valve. According to the reporter, the device had cuff inflation/deflation issue. The customer indicated that there was no patient involvement associated to this event.